Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the trunk cable connector was physically damaged and the pins were bent, causing the electrode belt to be unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt was unable to complete incoming functionality testing.